Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented in the clinic with pocket infection, erosion, wound dehiscence history and sepsis at the implanted device pocket site. Also, the device pocket was swollen and discolored and the patient was complaining of pocket discomfort. The physician explanted and replaced the entire implantable cardioverter-defibrillator (ICD) system the patient was in stable condition throughout the procedure.

Manufacturer narrative:
Device was returned due to infection. DHR sterilization confirmation was reviewed and no anomaly was noted. The device was received in normal working conditions with battery voltage above eri. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.